Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was reimplanted with a new device. (B)(4). This report is filed on 11 apr 2014.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.